Manufacturer narrative:
(B)(4). Results: (limb deployed outside the gate).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 4 months ago. The aneurysm and vessels at the time of implant were described as unremarkable, with no tortuosity or calcification. It was reported that the contralateral limb was found to have been deployed outside and behind the gate. The final angiogram showed that the aneurysm sac was filling. It is unk how the limb was deployed outside the gate. The pt has been doing fine since the time of implant. The decision was made to implant a talent converter on the ipsilateral side and the contralateral side was occluded with a talent occluder. A fem-fem bypass was performed. No additional clinical sequelae were reported and the pt is fine. (MFR 2953200-2011-002287).